Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 574 mg/dl; cause was unknown. Customer administered a bolus via the pump and changed infusion set supplies to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.